Event description:
It was reported that the patient was brought back to the operating room for right ventricular assist device (rvad) placement on (B)(6) 2025. Before implant, the patient was on rvad for several weeks with known biventricular dysfunction and concerns of right ventricular struggles post implant. The patient continued to deteriorate into the next day with shock liver and citrate toxicity and eventually developed disseminated intravascular coagulation (dic). The patient's potassium level remained above 6, blood sugar remained below 60, and despite continuous renal replacement therapy (crrt), there was no improvement. The patient was transitioned to comfort care and passed away on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.